Event description:
It was reported that during a coronary stent procedure, the stent dislodged in the proximal lad. The physician was able to retrieve and remove the stent with a snare. Pt status is listed as "okay".